Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the pump was dropped against a hard surface. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.